Event description:
It was reported that the dexcom g7 continuous glucose monitor experienced intermittent communication failure with the ilet, resulting in a temporary loss of cgm data on the pump and a prompt to connect the cgm or enter a blood glucose value; the sensor later reconnected and readings resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and ilet consistent with intermittent communication failure, with relevance to the electrical and magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.